Event description:
It was reported that during the procedure the fiber broke at the connector point and the aiming beam was not visible. A second fiber was used to complete the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure the fiber broke at the connector point and the aiming beam was not visible. A second fiber was used to complete the procedure without clinical consequences to the patient.